Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) in (B)(6) 2025 and device related thrombus was noted on the closure device. The patient continued on oral anticoagulation (oac) medication. A follow up was completed in (B)(6) 2025 and the thrombus was still present but had decreased in size. The patient continued on oac medication. The patient returned for a third follow up (B)(6) 2025 and the thrombus was still present, but was noted to have continued to decrease in size. The patient will continue on oac and will be reevaluated in another 45 days.

Manufacturer narrative:
A.2. Date of birth: updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) in (B)(6) 2025 and device related thrombus was noted on the closure device. The patient continued on oral anticoagulation (oac) medication. A follow up was completed in (B)(6) 2025 and the thrombus was still present but had decreased in size. The patient continued on oac medication. The patient returned for a third follow up (B)(6) 2025 and the thrombus was still present, but was noted to have continued to decrease in size. The patient will continue on oac and will be reevaluated in another 45 days.